Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted an avenir stem (exact catalogue number unknown) on an unknown date and underwent a revision surgery on (B)(6) 2016 due to stem loosening. It was noticed by the surgeon that the interface stem / cement did not match. It was mentioned that during the implantation, the original shaft was cemented one size smaller than the last rasp and that the shaft has been wetted with nacl before the implantation.

Manufacturer narrative:
The device has been requested at the hospital, however it was not returned for investigation. Additional information as followed was requested by complainant: ¿ any device identification ¿ reference and lot numbers used ¿ surgical reports of implantation and revision ¿ all available x-rays during time in- vivo with print date ¿ date of implantation ¿ the availability of the affected product (non-availability with a rationale). As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: na as the catalogue number of the device is unknown. Event description (event details, per) event summary: it is reported that and avenir stem was implanted on an unknown date and the stem was revised on (B)(6) 2016 due to stem loosening. It is also reported that the in interface stem / cement did not match. During the implantation the original shaft was cemented, one size smaller than the last rasp. Also, the shaft was wetted with nacl before the implantation. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation - avenir® hip system surgical technique (lit.no. 06.02448.012 ¿ ed. 2013-09 rev zhub) describes at pages 9-11 the implantation steps for the cemented stems. At page 11 it is clearly stated that the "stem size must match final rasp size" and that "use of incorrect stem size may result in stem subsidence or stem deformation/instability or fracture.". - package insert (IFU) avenir® cemented hip stem (d011500297 ed. 2014/11) at page 5 in the "warnings" section it is stated "use the same size stem as the final rasp. Use of incorrect stem size may result in stem subsidence or stem deformation/instability or fracture." Root cause analysis root cause determination using dfmea: line 20.1 : inadequate cement mantle preparation due to misuse / off-label use: incorrect stem size selected for prepared bone (intentional selection of stem smaller than the last rasp) => possible: as it is reported in the event that the original shaft was cemented, one size smaller than the last rasp. Conclusion summary: it is reported in the event that the original shaft was cemented, one size smaller than the last rasp. This is an off-label use as it is clearly described in the surgical technique that "stem size must match final rasp size" and that "use of incorrect stem size may result in stem subsidence or stem deformation/instability or fracture.". The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).